Manufacturer narrative:
On (B)(6) 2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information reported the patient experienced a rupture in the breast implant. During analysis of the sample some creases were observed in both aspects, also a shell abrasion was observed within crease in the posterior view. A tear was observed within crease and shell abrasion in the posterior and extending to the anterior view, measurement approximately 13.0 cm. No additional anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. These kinds of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. The reported complaint was confirmed. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral rupture of breast prostheses. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation procedure with mentor memorygel breast implant 350cc gel breast prostheses that bilaterally ruptured after implantation. Rupture of the left breast prosthesis was confirmed by both ultrasound and by a physician¿s examination. In addition, the patient is feeling pain and discomfort in her left breast. As a result, the patient underwent bilateral explantation and replacement with a mentor memorygel breast implant 225cc gel breast prosthesis and a memorygel breast implant 200cc gel breast prosthesis on (B)(6) 2019. This medwatch report is for the right breast prosthesis.